Manufacturer narrative:
Product ID 3889-28, lot# v748191, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient developed a urinary tract infection (uti) after implantation of the device. It was noted that the patient was given medication for this infection by his physician. The patient stated that his device was 'currently not helping with his incontinence'. It was noted that the patient was 'using program 2 at 2.4.' Additional information received reported that the patient was administered 'perioperative antibiotics' and was not diagnosed with meningitis. It was also noted that the patient was given oral antibiotics and their uti was resolved. The physician indicated that the patient had a risk factor for utis before implantation of the device. It was further noted that the patient's device was adjusted on (B)(6) 2012, in which the stimulation on program 2 was increased to 2.5.